Manufacturer narrative:
Anti-d bioclone lot db249a1 had already expired prior to receipt of complaint so no investigation was possible. Retain vial of lot db261a was tested and results were satisfactory.